Event description:
Reporter alleged blood glucose measured in the 300s mg/dl compared to the doctors' measurement of in the 160s mg/dl when tests were performed 5 minutes apart. It was stated customer did not have any symptoms at the time of the testing however indicated seeing what was described as "dirt" in the bottom of the test strip vial. Customer stated the dr increased the dosage amount of current prescription of regular insulin as a result of the visit. No other actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.